Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a pediatric patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The cause of the peritonitis was unknown. The day after the event onset, the patient was hospitalized for peritonitis. The patient was treated with injection vancomycin (dose, route, frequency, and duration not reported) and injection fortum (dose, route, frequency, and duration not reported) for peritonitis. Action taken with dianeal therapy was not reported. On an unknown date, the patient was discharged from the hospital. At the time of this report, patient's effluent is clear, the patient remains on antibiotic therapy and was recovering. No additional information is available.